Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) , using a hydratome rx 44 sphincterotome, the physician noticed the wire was broken. The physician cannulated the common bile duct (cbd) with the hydratome. Before performing a sphincterotomy, the physician noticed that the preloaded hydrawire in the hydratome was broken in the middle of the wire. The hydratome and broken hydrawire were removed and the procedure was completed with a different hydratome.

Manufacturer narrative:
A device history record review was performed and revealed no related issues to the reported complaint. The tome device and the hydrajag guidewire were not returned for product analysis as the customer has disposed the device; therefore, the cause of the reported event is undetermined.